Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with non-sustained rv oversensing episodes due to possible myopotential oversensing. Programming changes were made.